Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during an unknown procedure on an unknown date when it was reported ¿in the surgery, the electrode was detached from canula. It happened when the electrode was removed from the port and the tip was wiped. It doesn't fall out in patient body.¿. The procedure was completed as planned with an alternate device. There was no report of delay and no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection. The l-hook is disassembled from the device. There is no evidence of soldering. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are 9 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 48 complaints, regarding 49 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised to examine the device prior to use for damage. Do not use if damage is found. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, stealth 32 lhook lap elec pkg, was used during an unknown procedure on an unknown date when it was reported ¿in the surgery, the electrode was detached from canula. It happened when the electrode was removed from the port and the tip was wiped. It doesn't fall out in patient body.¿ the procedure was completed as planned with an alternate device. There was no report of delay and no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.